Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Tthe customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.